Event description:
The customer reported that they were getting erratic results for patient samples tested for ion selective electrode (ise) sodium, potassium, and chloride. The customer replaced all electrodes and the kcl bottle. After doing this, results did not appear to be erratic any longer. Samples were repeated on the same instrument and results were questioned for approximately 20 samples. Of the twenty samples, one sample was found to have erroneous results for sodium, potassium, and chloride. The sample initially resulted as 157 mmol/l for sodium, 3.21 mmol/l for potassium, and 81.6 mmol/l for chloride. The initial values were reported outside of the laboratory. The sample was repeated and resulted as 140 mmol/l for sodium, 4.2 mmol/l for potassium, and 102 mmol/l for chloride. The repeat results were believed to be correct. The patient was not adversely affected by the event. The lot numbers and expiration dates of the sodium, potassium, and chloride electrodes were not provided. The field service representative determined that the vacuum tube on the detergent 1 mixer was detached from the vacuum vessel causing low vacuum to the rinse mechanism allowing cells to overflow. He re-attached the vacuum line. He verified that the reaction cells were not overflowing during the rinse process. He ran a precision check and this passed. The customer ran quality controls which were within their acceptable range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation.